Event description:
Event 1 [date redacted] lot: 2025030690: placement of central line catheter - vantex cvc [central venous catheter] antimicrobial 3 lumen, 7fr, 20cm, lot #2025030690. Successful placement of cvc, confirmed by xr [x-ray] terminating in the svc. Blood return not present on blue and white lumen, minimally present on brown port with positioning and laying patient supine. Event 2 [date redacted] lot: n/a: no blood return from white port of tlc [triple lumen catheter] lined placed [date redacted]. Event 3 [date redacted] lot: 2025030690: vantex left femoral tlc inserted [date redacted]. No blood return documented by rn on medial (blue) and proximal (white) ports. Upon assessment this morning unable to draw back on either port but infusing with no issues. Event 4 [date redacted] lot: 2025030690: vantex tlc insertion per provider, no blood return on distal brown port on insertion per provider and note. Rn had no blood return on distal brown port either. Provider also noted during insertion the needle fell off the suture line. Unable to finish needed a supplemental suture kit to complete. Event 5 [date redacted] lot: n/a: patient had a right intrajugular triple lumen catheter (tlc) that lost blood return from all three lumens. All lumens were flushing without difficulty, but when aspirated for blood return there was none. Manufacturer response for vantex tlc, vantex tlc (per site reporter). Medline came on site [date redacted]. Events being tracked by team.